Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ while paired with a dexcom g7, and the user did not comprehend that automated insulin dosing had ceased despite ongoing continuous glucose monitor (cgm) readings; a bg of 401 mg/dl was reported, and customer care guided manual bg entry, bluetooth off on phone, cgm mode toggle g7-g6-g7, and sensor code reentry to restore communication. Symptoms included hyperglycemia without reported physical complaints. Outcomes included interruption of automated insulin delivery and a need for user intervention to reestablish cgm-pump communication. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a likely communication pairing issue between the cgm and ilet resulting in suspended dosing, with no sensor failure alerts reported and matching sensor codes confirmed. It was concluded that the event was due to a cgm-to-pump communication disruption rather than a confirmed sensor failure or pump hardware malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. A separate report will be submitted for the cgm signal loss issue mentioned in this report.